Event description:
Pt's family member went into pt's bedroom and found the pt had expired. The ventilator in use on the pt was not functioning at all. Family member stated that no audible alarms sounded during the night. Stated that they believed that there was a problem with the power cord. When police arrived a police officer manipulated the ac plug at the wall outlet and the ventilator powered up.